Event description:
When pressure was put on the connection at the back, neurostimulation paresthesias disappeared. After releasing the pressure, the paresthesias didn't return on the level they were before. Impedances were greater than 10 000 ohms on electrode #5 or invalid when measured at 0.7 volts. The lead may have been broken and was replaced. There was no pt injury associated with the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.